Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains with the site and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities and the progression of their underlying disease. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient presented to the outpatient clinic on (B)(6) 2017 for culture of his driveline exit site which was noted to have redness and drainage. Culture was positive for pseudomonas and patient was started on a 7-day course of cefpodoxime and aquacell dressing. Patient returned to clinic one week later still with drainage and was continued for another 7-day course of levaquin. Patient referred to infectious disease which noted resolution of driveline infection, antibiotics were stopped on (B)(6) 2017. On (B)(6) 2017 patient was seen again in clinic with recurring driveline drainage and new pain at site and restarted on levofloxacin. Blood cultures again revealed pseudomonas. An abdominal ultrasound revealed no collection. Patient to remain on antibiotics until resolution of infection. No additional information available.